Manufacturer narrative:
(B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported failure and traced the issue to a faulty on/off switch. The technician replaced the switch to resolve the issue. The device was tested without further failures and was placed back into service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by livanova technician.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that, during set up, the s5 system panel intermittently failed to power on and occasionally powered itself off. There was no pt involvement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the roller pump touch screen was unresponsive during set up. There was no pt involvement.